Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device evaluation confirmed the power switch was an older version. Based on the results of the investigation, it is likely the power switch was damaged due to the amount of operating force applied and the number of times exceeding the expected value. There has since been a design change to prevent recurrence. However, the definitive root cause of the power button issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the rear panel labels are illegible and has rust, unit has a power button issue, a defective video socket connector it doesn¿t secure scope video cable and the software version needed to be updated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
When preparing for use, a customer reported that the evis exera iii video system center power button does not stay engaged and cannot be turned on. There were no reports of patient harm associated with this event.